Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon employed five clips when the sixth clip was in the process of being deployed, the jaws would not release from the vessel. The surgeon pulled back on the device forcibly, it came off the vessel and taken out of service. No apparent injury to the patient. The case was continued with a new device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.